Manufacturer narrative:
(B)(4).

Event description:
New information states that the patient had palpitations prior to getting shocked. The physician adjusted the medication and patient is still getting occasional palpitations. No new episodes have been recorded. Patient will return for follow-up.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient received a shock. The rhythm started abruptly and morphology scoring varied, but visually it did not differ too much from the conducted r-wave displayed earlier in the episode. The patient received two rounds of atp and two shocks. The rhythm then changed to a vt and was successfully treated with atp. There were no known symptoms associated with the event. The physician will change the patient¿s medication or dosage.